Manufacturer narrative:
Per the photograph of the device provided by the customer, the tubing broke on the IV side of the flow restrictor and not on the patient side, therefore there is no risk for bleeding. This event is no longer reportable.

Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use the acumen broke at the central line tubing. There was no allegation of patient injury.